Event description:
Patient called on (B)(6) 2015. Patient has an increase in seizures 5-7 per week that is increasing which is why she wants to be seen by her physician as soon as possible. Follow-up has been attempted but has not been completed to date since the patient has not been seen for follow-up.

Event description:
On (B)(6) 2016, a voicemail from the patient was received stating that she is having severe vertigo making her not stand straight. She called on (B)(6) 2016 and stated this has been happening the past 5 days. They have ruled out all mediations. She also states that the vns feels like it is not going off at all unless she activates it. The patient's generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for about two months as a result of an incomplete final electrical test at time of manufacturer. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for battery longevity. This issue does not affect the actual performance of the device. However, it does result in reduced battery life. The physician was notified via field action notice letter.

Event description:
The physician's office stated that the patient has not been seen for these reported issues and has not been seen this year. She had two appointments scheduled this year but she canceled both of them. There are also no upcoming appointments for her. No other relevant information could be provided regarding these events.